Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump displayed an error message during a procedure. There was no report of patient injury. Photos of the error were provided to sorin group (B)(4), confirming the reported issue. A service engineer performed a serial readout and sent it to sorin group (B)(4) for analysis. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump displayed an error message during a procedure. There was no report of patient injury.